Event description:
It was reported by repair work order that the bed functions were locked out due to a button being stuck on the hand pendant. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.